Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the plastic portion of the femoral impactor cracked while impacting femur trial. No pieces fell into the patient. No patient impact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified signs of repeated use. The impactor pad was noted to cracked. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.